Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The customer stated the set will not be returned because the set was discarded.

Event description:
Customer reported upon starting an infusion, the set leaked from a small hole in the pvc tubing proximal to the last injection port. There was no report of pt harm or medical intervention. Although requested, no add'l event or pt info provided.